Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported "pump did not start" has been completed. When attempting to plug pump into console, console fails to recognize pump due to known epm crystal issue. Console successfully power cycles epm, however is still unable to detect/ recognize the cp pump. The console then prompts the user with the old catheter platform. Complaint cause was due to known epm crystal timing issue. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller (aic) produced a "connect black arrows" screen. A new aic was used for the procedure, and there was no reported patient harm.